Manufacturer narrative:
Product analysis: analysis found the battery contacts were contaminated. It was further noted that a screw was loose/detached, the release latch was sticky/worn out, and the bail covers were damaged/broken. All found defective parts were replaced, and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.